Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned to the manufacturer. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that preparation/set-up was performed as per the dfu, continuous flush was maintained for the duration of the procedure, there was no thrombus or any other embolic agents present on the coil detachment zone, the delivery wire and microcatheter markers were verified to be properly aligned under fluoroscopy, the power supply was maintained in a stable position, and the coil detached fully after the microcatheter was manipulated following the initial detachment attempt with the power supply. The procedure was completed by leaving the coil as is with about 20% of the coil hanging in the parent vessel (a1/a2 portion of the anterior cerebral artery (aca)). The coil was attempted to be removed with a snare, but due to the anatomy it could not be tracked up and the coil was unable to be snared out. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint. H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject coil was attempted to be detached using the power supply, but the subject coil did not fully detach. The physician noticed this as he pulled back on the delivery wire to ensure detachment. Following this, after microcatheter movements, the coil detached fully without an additional attempt to detach with the power supply. This left a portion of the coil protruding into the parent vessel. The physician attempted to retrieve the coil with the snare but was unsuccessful and left the coil with partial tail hanging into the parent vessel (anterior cerebral artery). No clinical consequences were reported to the patient due to this event.